Manufacturer narrative:
Exemption number e2017014. (B)(6). It is assumed that the issue was caused by a user error. A supplemental report will submitted if additional information becomes available. Customer's address: (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that an adverse event occurred during examination of a (B)(6) child on the magnetom skyra system. The infant was intubated with a lens tube. One day after the examination a physician performed an endoscopy and found burns inside the trachea/esophagus of the infant. At this time siemens is unaware of any further impact to the state of health of the patient involved. No further information was provided by the hospital. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No hardware problem was detected and assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. On september 12, 2018 it was reported that an adverse event occurred during examination of a 2 day old baby on the magnetom skyra mr system. The infant was intubated with a lens tube. One day after examination a doctor carried out an endoscopy and found burns inside the trachea/ esophagus. Unfortunately, the hospital did not provide more relevant information or patient images including the rf exposure parameters. A detailed investigation including analysis of sar exposure was not possible. Only some hl log files from the same day could be pulled from the server and analyzed. The investigation shows no malfunction of the mr system which would explain the burns of the infant. The system has been checked by a siemens service engineer and found to be operating within specification. Due to the fact that no malfunction of the mr system could be found, it is probable that the use of the lens tube contributed to the burns inside the trachea/ esophagus. The magnetom aera/ magnetom skyra operator manual- mr system syngo mr e11 contains information on contraindications to prevent injuries. It is advised to follow the instructions given in the operator manual to avoid such incidents in the future.